Event description:
A customer reported to beckman coulter inc., (bci) that they were receiving no value/ind flags while trying to calibrate a new troponin (accutni) reagent lot. Customer technical support (cts) determined through troubleshooting, the pack had been shared with the customer's other access system. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
While troubleshooting with customer technical specialist (cts), the cts had the customer load the reagent pack onto their other access2. It indicated 17 test left. This proves the reagent pack had been loaded and used for testing on the system. Product labeling instructs customers how to load reagent packs. Reagent packs must be properly loaded to run an assay. Service was not dispatched for this event as root cause was determined during troubleshooting. Use error is the root cause for this event.